Event description:
Procedure type: lap extended right hemi - colon. According to the reporter: partial staples deployed. No adverse effect to the patient. No tissue loss/damage. No extension in surgery. No additional blood loss. No extension in incision. Nothing fell into the patients cavity. No reinforcement material. Patient is ok. Sample being returned. Additional information. Did the device cycle fully? Yes 2. Were parts of the staple line incomplete? If yes, which parts? No 3. Did staples form properly? Yes 4. What was done to correct the problem? They re-stapled with another ta. It is reported that partial staples deployed. Does this mean there was something wrong with the staples themselves or does it mean there was some type of problem with the staple-line? The ta only deployed half of the staples. Then they reopened another. The original staple line was removed and re-stapled.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).